Manufacturer narrative:
(B)(4)

Event description:
It was reported that through a remote transmission, the patient received multiple inappropriate shock therapies during an ablation procedure due to low, out of range high voltage lead impedance. Programming changes and further testing were recommended. The physician elected not to change programming settings. The patient was discharged post procedure.

Event description:
Additional information received indicated that the device was explanted and replaced during a lead revision procedure. The patient was stable post procedure.

Manufacturer narrative:
No conclusion code available. The reported inappropriate therapy was confirmed in the laboratory via review of the stored electrograms and was due to noise. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.